Event description:
Left knee replacement using stryker triathlon device. Not one day pain free since replacement and swelling causing me to stumble or almost fall in many instances. Left knee protruded into right knee at all times. Awakened throughout the night due to pain and have to change positions to ease pain. Have seen additional orthopedic surgeons, physical therapist who won't touch my leg and say it¿s not properly aligned.